Event description:
It was reported a device embolization occurred. A left atrial appendage (laa) closure procedure was attempted using a 27mm watchman flx laa closure device with delivery system (wds). The closure device was deployed and recaptured three (3) times. After the third recapture, the closure device was deployed and release criteria were evaluated however the device did not meet all release criteria. The physician asserted sufficient release criteria had been met and the closure device was released. A short time following release the closure device was observed via transesophageal echocardiogram (tee) to move from the laa. After an unsuccessful attempt was made to recapture the closure device, it embolized through the left ventricle into the aorta. The closure device embolized to the iliac artery where it was successfully recaptured. The laa closure procedure was aborted. The patient fully recovered and was discharged one day post index procedure.